Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre reader. Customer reported he was unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and had contact with an hcp who diagnosed him with hypoglycemia and administered an unspecified infusion for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.